Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2011 and suture was used. During the procedure, the needle broke off in the patient's abdomen while attempting to secure hasson trocar during the procedure. An x ray was taken and the needle remains in the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.